Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. The investigation determined that a short on the distribution node pca caused the electrode belt failure. The root cause investigation found that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the damage on the distribution node pca. There was no death associated with the inappropriate defibrillation event. There is no information to suggest the patient sustained a serious injury from the defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, detection algorithm performance, and pulse delivery functionality. Belt sn (B)(4) was returned to zoll manufacturing for investigation. The distributor reported that the electrode belt was unable to complete functional testing. An investigation into the low energy delivered in the field and the testing failure is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. There is no indication that the belt malfunction caused the inappropriate defibrillation event, as the ECG strips reveal no issues with ECG acquisition prior to pulse delivery. Device manufacture date: monitor: 02/19/2015, electrode belt: 06/19/2013. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the inappropriate defibrillation event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, and software flag files. The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as a rapid af rate exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on 8/18/2015 to report that a patient experienced an inappropriate defibrillation event. The patient received a 124j pulse at 20:30:47 on (B)(6) 2015. The calculated impedance measurement was 0 ohms. Rapid atrial fibrillation contributed to the false detection. It was reported that the patient was conscious and walking into her house at the time of the event. After the defibrillation, the patient reportedly fell into her daughter's arms. The patient's daughter reported that the patient was only pressing one response button when attempting to delay the treatment. A review of the downloaded software flags, confirmed that the response buttons were not properly pressed during the entire event. The patient remained at home following the event and did not seek medical attention. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. There is no information to suggest the patient sustained a serious injury from the defibrillation event. Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, detection algorithm performance, and pulse delivery functionality. Belt sn (B)(4) was returned to zoll manufacturing for investigation. The distributor reported that the electrode belt was unable to complete functional testing. An investigation into the low energy delivered in the field and the testing failure is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. There is no indication that the belt malfunction caused the inappropriate defibrillation event, as the ECG strips reveal no issues with ECG acquisition prior to pulse delivery. Device manufacture date: monitor: 02/19/2015. Electrode belt: 06/19/2013. The investigation into the event concludes that there was no device malfunction contributing to the inappropriate defibrillation event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, and software flag files. The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as a rapid af rate exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). The lifevest detection algorithm complies with iec (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. The patient received a 124j pulse at 20:30:47 on (B)(6) 2015. The calculated impedance measurement was 0 ohms. Rapid atrial fibrillation contributed to the false detection. It was reported that the patient was conscious and walking into her house at the time of the event. After the defibrillation, the patient reportedly fell into her daughter's arms. The patient's daughter reported that the patient was only pressing one response button when attempting to delay the treatment. A review of the downloaded software flags, confirmed that the response buttons were not properly pressed during the entire event. The patient remained at home following the event and did not seek medical attention. The patient continued use of the lifevest.